Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient could not get stimulation. It was reported that the patient did not set the programmer properly. It was noted the patient was reprogrammed, no surgery was required, and the result was satisfactory. It was reported the symptoms associated with the event was pain.

Event description:
Additional information received reported the patient still has concerns with their therapy or device but is working with their health care provider (hcp) or manufacturer representative for further assistance. It was noted patient has an appointment scheduled.

Event description:
The patient¿s wires became loose about 3-4 months after implant. The device worked time to time and then right before (B)(6) 2012 it happened again and would not come on internally. The patient would walk with his wife for 4-5 days and then boom it would come on. In (B)(6) 2013, it came on real hard. The device was reprogrammed a few months back by his doctor and the doctor spoke about running wires into the back of his neck. The patient needed surgery. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n259454, implanted: (B)(6) 2012, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).